Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by stomach pain. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, after 2 days, ongoing, route, and duration were not reported) and ceftazidime injection (100mg per day, ongoing, route and duration were not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient has been discharged from the hospital and has recovered from stomach pain and was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.